Event description:
While the device was ventilating a patient, the user heard a loud pop noise and then noted a burning smell coming from the deivce. The device powered off and an audible alarm was noted. The device did not switch over to internal or external power. A nurse was present and the patient was manually ventilated and then transferred to another device. No patient injury reported.